Manufacturer narrative:
The touchscreen was returned for failure analysis. The customer complaint was verified. The root cause is physical damage (cracks) to the touchscreen. The touchscreen doesn¿t work around the cracks on the touchscreen.

Event description:
The customer states that touchscreen is completely non responsive. The customer reported that the unit was not in use on patient. The issue was discovered during setup for patient use. The unit was swapped out. The customer contacted product support and requested for onsite service. The authorized service personnel (asp) replaced the touchscreen to address the reported issue.